Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 50 mg/dl at the time of the incident and was treated with an apple juice. The customer reported that the sensor failed and got charged transmitter. The customer already received a new charger with a new battery in and charged the transmitter for like 4 hours already but still experiencing the same issue. The customer woke up with low blood glucose. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.